Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Concomitant medical products: 4543 competitor lead, implanted: 2014-(B)(6); 5568-53 lead, implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced with patient experiencing phrenic nerve stimulation. No patient complications have been reported as a result of this event.